Event description:
It was reported that piece of insulation broke off during subacromial decompression. Patient got burned above the acromion. Surgery completed sucessfully. Patient is fine so far. Surgeon used the recommended settings from the package/label info, no cannula was used and to finish surgery a new ar-9803a-90 (coolcut aspirating ablator) was used.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. The correct lot number was not provided so device history record review cannot be performed. Based on the information provided, the most likely cause(s) of this event include mechanical damage, such as scraping the device against bone or another instrument/device, or attempting to bend or reshape the device before/during use. Also the directions for use (dfu-0088) states that as a consequence of electrosurgery, damage to surrounding tissue through iatrogenic injury could occur. Premature probe tip wear may be caused by vigorous use against bony surfaces. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.